Event description:
The physician was attempting to use a reef hp pta balloon catheter during an arteriovenous fistula intervention. It was reported that during the procedure, the reef hp burst inside the patient. After the balloon catheter was withdrawn out from the patient¿s body, there was some remaining balloon material at both balloon markers. The doctor tried to straighten the balloon material and found there was a 1cm gap of the balloon material at the middle of both markers. As he had to make sure no balloon material left inside the patient, the physician opened a new reef hp and made it burst outside the patient. Same gap was shown in the new reef hp as well. No patient injury or other sequelae reported for this event.

Manufacturer narrative:
Evaluation codes: results: other (limited information-root cause cannot be determined) no results available since no evaluation performed (no device or cine images returned) evaluation codes: conclusion: unable to confirm complaint (no device or cine images returned) other (limited information-root cause cannot be determined) (B)(4).